Event description:
It was reported to philips that the system was spontaneously restarting during the procedure, which can indicate an issue with booting. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use when the issue was identified. The procedure was completed after rebooting the system, with a delay of a few minutes. Field service engineer (fse) inspected the system and observed that it was rebooting every 30 seconds. After reviewing the log, fse found that the suite pc was internally crashing. To resolve the issue, the fse performed a software reload on the suite pc and restored the system backup. After reloading the suite pc software, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, the procedure was completed after rebooting the system. The procedure was finalized with a little delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.